Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. On (B)(6) 2012, the patient was treated with bactrim and gentamycin (amount and method of administration not reported). The patient was seen again on (B)(6) 2013, at which time the patient experienced bleeding and tenderness around the implant site. The abutment was cleaned and reattached. The implanted device remains.